Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tavr procedure with a 23mm s3 in the aortic position via transcarotid position, while aligning the valve in the ascending aorta, the alignment process resulted in the s3 ¿wedging into calcium at the innominate origin¿. The s3 could not be advanced nor could the sheath be advanced. The operator attempted to pull the commander and s3 back into the sheath to remove as a unit when the s3 dislodged from the commander. The 14 f esheath was substituted for a 16f non-edwards sheath and a snare system was inserted to secure the valve to sheath. The sheath and valve were retracted approximately halfway up the innominate where valve could no longer be retracted. Dissection of the vessel to the valve was performed and valve was removed. A 23 mm certitude system was inserted for successful valve deployment. The patient remained stable post procedure and sent to recovery. The patient later suffered a stroke. Per the surgeon, the prognosis is not good.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Additional information was received indicating the patient passed away.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. 3mensio images of the patient¿s anatomy were provided and innominate/right common carotid section where valve alignment was performed was observed. Calcification was present in the innominate origin where the thv likely got caught. The patient had a moderately tortuous access vessel (right common carotid). DHR review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of lot history revealed no similar complaints related to ¿delivery system ¿ valve dislodged from balloon¿ or ¿delivery system ¿ withdrawal difficulty¿. A review of the complaint history data for (B)(6) 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend categories of ¿valve dislodged from balloon¿ and ¿withdrawal difficulty¿. No IFU/training deficiencies were identified. There are proper inspections during the manufacturing process to detect issues related to the complaint events. Due to the device and/or procedural imagery not being returned, the complaints for ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdrawal difficulty¿ were unable to be confirmed. Without devices, engineering was unable to perform additional visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. As stated in the complaint description, ¿during alignment of the valve in the ascending aorta, the alignment process resulted in the s3 wedging into calcium at the innominate origin. The s3 could not be advanced nor could the sheath be advanced. The operator attempted to pull the commander and s3 back into the sheath to remove as a unit when the s3 dislodged from the commander.¿ during the evaluation of imagery provided by the procedural site, it was confirmed that calcification was present at the innominate origin. Performing valve alignment in a calcified region may have caused the valve to get caught on the calcium. Attempts to continue pulling the delivery system while the valve already caught on the calcium could dislodge the valve from the balloon. Available information suggests that patient factors (calcification) and procedural factors (attempts to retrieve the entire system while the valve was already caught on the calcium) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified during the product evaluation and no labeling/IFU/training deficiencies were identified, no corrective actions are required. Additionally, since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rate did not exceed the trend category control limit, a product risk assessment (pra) is not required.

Manufacturer narrative:
(B)(4).